Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2372, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Consumer reported since she had essure inserted, she has had extremely heavy bleeding. She had an ablation procedure, but still has heavy bleeding. She has also had a constant pain in abdomen on her right side. She has also had a swollen abdomen that is larger than either time that she was nine months pregnant. She admits that she is overweight, but it is all in her abdomen. She exercises three to five times a week, but the swelling in abdomen will not go down no matter what. Product technical complaint (ptc) investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that the final product testing was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information there is no relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced extremely heavy bleeding since essure (fallopian tube occlusion insert) insertion. She was submitted to an endometrial ablation without improvement. This event, regarded as genital bleeding, is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer related bleeding's onset to essure insertion and no alternative explanation was provided. Thus, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. In addition non-serious events were reported. Based on the available information there is no relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.